Event description:
It was reported that the user self-initiated the iLet pump and experienced prolonged low glucose followed by a seizure, after which emergency medical services transported the user to a hospital emergency department; the user had entered multiple meal announcements and it was unknown whether concurrent insulin injections were taken, and the device-related issue remained unclear. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention with medication required. Investigation included communication with the caregiver and analysis of information provided by a third party. Investigation of this case revealed that there was insufficient information regarding a device problem or component involvement and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial